Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that controlled medications were indeed being issued without validation codes. A technical support specialist reviewed the client profile and confirmed that all settings were correct, and that only override items require validation codes. After the user enters their information, the medication is issued. The item being issued is currently listed in the patient¿s medication orders. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower malfunctioned, resulting in the controlled medications entering witness mode before the validation codes were issued. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.